Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the lead migrated down. The patient was scheduled for a lead revision next tuesday. No symptoms reported. It was unknown when this occurred. It was later reported that the cause was not determined. The revision was on (B)(6) 2016. The patient was going to follow up on (B)(6) 2016.